Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complication of delayed wound healing. As reported the ae resolved on its own with no intervention. Medical affairs has assessed the patient¿s postoperative course as being not serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Not returned - remains implanted.

Event description:
Per clinical trial (B)(4): on (B)(6) 2019, patient underwent bilateral augmentation mastopexy using a full vertical and horizontal t incision. 2 pieces of galashape (galaflex 3d) were used. No concomitant procedures were done. On (B)(6) 2020, left breast delayed wound healing was reported. Wound healed on its own. No intervention or medication needed. Resolved without sequelae on (B)(6) 2020. Review by medical affairs identifies the reported delayed wound healing is likely related to the device and not serious.